Event description:
On (B) (6) 2009 the pt reported the piston rod of his insulin infusion device is not properly working. He stated he tried to change the insulin cartridge and the piston rod started to return, stopped, started again, and then he received a e10 (cartridge error) on his display. He said he dropped his infusion device but has not done so recently. He does not attach the adapter and tubing to the cartridge prior to inserting the cartridge into the device and has had some insulin spill into the cartridge chamber 2 times with the most recent being in (B) (6) 2008. The proper procedure for changing the cartridge was reviewed with the pt. The pt stated he will switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.